Event description:
Information received from the field notes oversensing of noise. Lead impedance was mostly 300 ohms with one measure- ment at <200 ohms. Unipolar lead impedance was about 304 ohms. Intermittent capture was noted at 6.0 v. The patient was pacemaker dependent. Therefore, the device was replaced.